Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific japan provided the following information: it was reported that right ventricular rv lead exhibited high pacing threshold and the suspected cause was lead fracture. The lead was capped. Should additional information be received, this file will be updated.